Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd emerald¿ - 3-piece syringe packaging was opened where sterility of the product is compromised. The following information was provided by the initial reporter: pack opened and different packing.

Event description:
It was reported that the bd emerald¿ - 3-piece syringe packaging was opened where sterility of the product is compromised. The following information was provided by the initial reporter: pack opened and different packing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6). H6: investigation summary samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of package damaged / defective / other or package seal integrity poor / questionable from material number 307759 and lot number 3088013. The investigating team has used retention samples of material number 307759 and lot number 3088013 for investigating the reported defect. Based on the received sample & photograph, defect is confirmed. The device history record of material number 307759 with lot number 3088013 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The probable root cause for the defect was the laminate sensor on the line malfunctioned which led to the product with black tape getting passed.